Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), prior to a transfemoral tavr procedure, it was noted that the peripheral vessels were very calcified and small in diameter. The decision was made to place a self-expandable stent. A 26mm sapien 3 ultra was prepared for implant in the aortic position. Due to the calcified vessels and pre-existing vascular stent, more resistance was expected. However, when introducing and advancing the 14fr esheath, not too much resistance was encountered. More resistance was encountered when advancing the valve and delivery system into the esheath. The commander delivery system and the valve were introduced through the esheath without any complications. However, when the valve exited the esheath in abdominal aorta, an ¿upside-down¿ valve strut was noticed. The decision was made to pull the valve back into the esheath and remove all devices. Upon removal, it was noted that the esheath was damaged on the ¿partially expandable¿ part. A new 26mm sapien 3 ultra kit was used and the procedure ended successfully. There were no consequences for the patient. The patient outcome is good. Specific information regarding the access vessel minimum luminal diameter (mld) was not provided, but the mld was reported to be ¿small¿. Severe vessel calcification and mild tortuosity were reported. It was speculated that the root cause of the damaged valve strut could have been related to the previous implanted vascular stent. Higher push force may have been used while advancing the valve due to the expected increased resistance.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 26mm sapien 3 ultra valve was returned to edwards lifesciences for evaluation. Visual inspection of the valve revealed one strut slightly bent outward at the inflow. Multiple struts were exposed through the skirt, which is normal after valve crimping and use. Post-expansion inspection of the valve revealed the frame was slightly distorted and the bent strut was corrected. The leaflets were torn, wrinkled and dehydrated due to the storage condition (prolonged crimping) during the device return process. All struts were exposed through the skirt, which is normal after crimping and use. Review of photographs of the device provided revealed multiple struts bent at the inflow side. Multiple struts exposed through the skirt and a tear on the partially expandable sheath shaft. No functional testing or dimensional analysis were able to be performed due to the condition of the returned valve (frame distorted). Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valves from the same work order and verifying that there have been no other related complaints associated with those serial numbers. Although the complaint was confirmed, a complaint history review was not required as the issue had been previously identified in a product risk assessment, which captures the root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was able to be confirmed based on the condition of the returned valve, but no potential manufacturing non-conformances were identified. As reported, patient access vessels were very calcified, and there was a previously implanted stent due to small diameter of access vessels. The presence of calcification undersized access vessels and stent in the access vessels can create a challenging pathway during delivery system insertion through the sheath, and lead to resistance and high push force. So, if excessive force is applied, it can lead to the valve struts catch within the sheath and result in bent struts. Per the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿ and ¿do not over-manipulate the sheath at any time¿. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for the sapien 3 ultra design / process improvement to mitigate against the failure. Although a definite root cause was not able to be determined, available information suggests procedural factors (excessive device manipulation), and / or patient factors (calcification, undersized access vessels, implanted stents) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.